Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error and had unresponsive buttons due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad wasn't responding properly. The customer did not recall any significant events leading up to the button error alarm. Blood glucose level at the time of the call was 109 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to replace the device for analysis.